Manufacturer narrative:
After battery installation, the device powered up with an illegible white display. After further review, the circuitry located on both sides of the lcd controller is cracked plus the lcd screen itself has multiple cracks. Unable to perform displacement, and self tests due to the cracked screen and circuitry.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a flashing or solid white display. The customer's blood glucose level was 120 mg/dl. The device will be returned for analysis.